Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and the right ventricular (rv) lead exhibited noise and oversensing. No pacing inhibition was noted. Additional information was obtained from a local field representative indicating that a lead fracture was suspected, although not confirmed through a fluoroscopy. The system was explanted and successfully replaced with a new system. No adverse patient effects were reported.